Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Event date not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant was missing from the plastic container.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified that only the packaging was returned. The implant outer box was opened, and the inner vial was missing the internal components, including the implant, cover screw, and carrier. The vial cap was unsealed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The conditions of how the product was received cannot be verified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.